Manufacturer narrative:
H3, h6: the returned 9735764 computer, lot 2003c02029 was analyzed. No fault was found. The computer powered on when power was applied. After multiple power cycles no boot up or video issues were observed. The network and teradici configurations were set correctly. The video capture card functioned correctly. All display ports functioned correctly. The sound functioned on the high-definition multimedia interface (hdmi) and display port (dp) ports. The computer passed all burn-in testing v9.1. The computer was fully functional. Codes c19, d14, and previously reported code b01 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. It was reported that the system was not mirroring the display on the camera cart. Technical services (ts) recommended reseating the solid state drive (ssd). The manufacturer representative (rep) discovered that the ssd was not mounted into the sled. The issue persisted after reseating the ssd. Ts recommended reseating dp-minidp (display port) cable, and the issue was then resolved. In addition, the rep noticed an extra dp-minidp cable that was plugged into the rear of the computer. The cable was removed and the issue was resolved.

Manufacturer narrative:
Please see section b5 for additional information. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H2, h3, h6) a manufacturer representative went to the site to test the navigation system. It was reported that hardware parts were replaced. Codes b01, c13, and d02 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: a software analysis was initiated. However, it was found that there was insufficient information to determine the relationship of the software to the reported issue. Reviewed the archive and it contained 4 mr scans and 1ct scan where CT was not optimal for stealth. Among which, mr-1 and mr-4 were selected. Merge had been done where the constructed model contains numerous small artifacts around the patient¿s head, as well as significant surface noise around the patient¿s mouth, as seen in the 3d models. While the system removed some artifacts during registration model generation, the remaining noise around the mouth was clearly artifact-related. Observed the registration accuracy with 3.3mm with 203 trace pts has mr-1 exam with 224 slices and had yellow zone of accuracy. Few points were collected in air. More points could be collected in forehead area. Observed the registration accuracy with 3.7mm with 362 trace points had mr-1 exam with 224 slices has good coverage in yellow zone. Few points were deeper into skin and more points were collected on forehead area. More points could be collected in nose area. Observed the registration accuracy with 3.9mm with 158 trace pts and had mr-4 with 160 slices had yellow zone of accuracy. Few points were collected in right side of forehead. Few points were a bit deeper into skin. Suggested to do 3pt init registration for better accuracy or could also take 1 touch point and continue trace for better results. Suggested to collect points on the bony area of anatomy as per the blue protocol and by touching lighter on the skin for the best registration accuracy and covering broader areas. H6: b01, c19 and d15 apply to the software concomitant product ID 9735737 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735737, software version: 2.1.0, ubd: h3, h6: no products have been returned to medtronic for analysis. Codes b17, c20, and d15 are applicable. H6: code f26: no health consequences or impact is applicable to no patient's symptoms were reported. Code f1908: prolonged surgery is applicable to the surgical delay of less than one hour. Code f1901: additional surgery is applicable to the patient being rescheduled for an additional surgery after the procedure started but pre-incision. Code a13: communication or transmission problem is applicable to some images were slightly fuzzy. Code a0907: no device output is applicable to unable to initially receive a passing registration. Code a0908: incorrect, inadequate or imprecise result or readings is applicable to the sides of the patient¿s head was off by approximately 4 centimeters. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used during a cranial resection procedure. It was reported that the site was unable to initially receive a passing registration. The site eventually obtained 3.2 millimeter (mm) accuracy; however, everything was accurate except the sides of the patient¿s head was off by approximately 4 centimeters (cm). For example, the surgeon was in the ear canal while the navigation software displayed the instrument near the temple. The site attempted multiple magnetic resonance imaging (MRI) and computed tomography (CT) datasets. Some images were slightly fuzzy, but nothing outside of what the site had successfully worked with before according to the manufacturer representative (rep). The site was performing trace registration. The rep stated that when registering on resin head, he was getting the same shift after completing registration. This issue caused a surgical delay of less than one hour. The procedure was aborted after it was started but pre-incision, and the patient was rescheduled for an additional surgery. No patient symptoms were reported.

Manufacturer narrative:
H2) continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9736411, serial/lot #: , ubd: unknown, UDI#: unknown product ID: 9735764, serial/lot #: , ubd: unknown, UDI#: unknown medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.